Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: part # 07.702.016s; lot # 3j53631; manufacturing site: werk selzach logistik; release to warehouse date: 28.sep.2023; expiration date: 01.sep.2026; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The video was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned video. Visual analysis of the video revealed that the cement mixer is appears stuck, hardened cement can be seen on the evidence provided. A complete potential cause for the observed condition cannot be established. Surgical technique vertecem v+ system was reviewed and the following relevant statements were found: it is important to note that the force necessary to inject the cement increases with time. Moreover, the force necessary to inject the cement with the smaller syringe is lower. It is therefore advised to use the 2 ml syringe first. Switch to the 1 ml syringe as soon as the force with the 2 ml syringe seems to be too high to inject the cement. At the very end of the injection phase, the trocar can be used to carefully push the cement volume present in the needle forward. Retain test was performed by the vendor, osartis. The result of the testing revealed no deviations of product code 07.702.016s, lot # 3j53631. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for vertecem v+ cement kit. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, the handle on the device could not be pushed or pulled. Another device was used for the surgery, and there were no adverse consequences to the patient. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).